Manufacturer narrative:
E1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had the screen to become noised. The issue was found during reprocessing of device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure of image noise was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle of insertion section has slight wear, was interrupted and weakened. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the chip of console lock missing was caused by a component failure of the video connector. The video connector failure is a mechanical problem, but the cause of the video connector failure could not be determined. The most likely cause is some kind of excessive force. The light guide bundle failure is a light transmission problem caused by a component failure of the light guide bundle, but the cause of the light guide bundle failure could not be determined. The most likely cause is some kind of excessive force. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.